Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed an overflow during priming of the blade wash and stated that most of the fluid from the leak was captured by the overflow tray beneath the shuttle. The fse noted slow vacuum to the solenoid waste valve. The fse flushed the valve and the entire blade wash system to resolve the issue and verified the repair as per established procedures. The fse confirmed that the failure mode of the event is attributed to the slow vacuum on the solenoid waste valve. (B)(4).

Event description:
The customer reported noticing a modular chemistry (mc) sample probe obstruction error from the unicel dxc 600i synchron access clinical system while attempting to load a rack of closed tubes. The customer indicated that a small amount of wash solution from the cap piercer area had gotten onto the rack and caps of multiple tubes. The customer stated that approximate 1 ml of fluid leaked. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.